Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the condition of the delivery system returned, prematurely stent deployment is confirmed. The system was found with a stuck 0.018" guidewire and with locked safety lock slider. The deployment mechanism was unused, but the stent was found partially deployed which leads to confirmed result for premature deployment. The stent was 90mm prematurely deployed without break/ deformation. A 0.018" guidewire was found stuck which indicated excessive friction between inner catheter and guidewire lumen. Introducer size was not known. The stent was 90mm prematurely deployed without deformation break so that it was assessed to be likely that the biggest part of the premature deployment occurred outside patient during the attempt to remove the guidewire. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'insert a 0.035¿ guidewire of appropriate length (see table) and diameter across the lesion to be stented via the introducer sheath.', and 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath.' In addition, packaging pictograms indicate the use of a 0.035" guidewire and a 6f introducer sheath. Regarding pta the instructions for use states: 'predilation of the lesion should be performed using standard techniques.' H10: d4 (expiry date: 02/2023), g3 h11: b5, e3, h6 (device, method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent deployment procedure, the device allegedly prematurely deployed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2023).

Event description:
It was reported that during a stent deployment procedure, the device allegedly self activated. The procedure was completed by using another device. There was no reported patient injury.